Event description:
Sorin group received a report that during the procedure, the centrifugal pump cracked resulting in a blood leak. The centrifugal pump was changed out and the procedure was completed without further issues. Blood loss was approximately 100 cc. No blood was given to compensate for the loss. There was no impact to the patient as a result of the issue. Patient was reported as doing well.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the revolution pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure, the centrifugal pump cracked resulting in a blood leak. The centrifugal pump was changed out and the procedure was completed without further issues. Blood loss was approximately 100 cc. No blood was given to compensate for the loss. There was no impact to the patient as a result of the issue. Patient was reported as doing well. To date, the centrifugal blood pump reported in this incident has not been returned. The investigation is on-going. A follow-up report will be filed when the investigation is complete.